Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a customer reported an issue with the adc application. The report contained the following information: [the adc device] stopped working with apple iphone 13 pro with ios 16.1.2." The customer indicated they received a replacement sensor and did not encounter any issues. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An investigation has been performed for the freestyle libre 3 complaint and determined that there were no issues with the libre 3 application that would have led to the complaint. The user reported incompatibility with the freestyle libre 3 application resulting in the customer being unable to monitor glucose with sensor readings. Attempted to replicate the user¿s complaint using an iphone 13 mini (ios 16.2; 3.4.0.7228) and successfully start a libre 3 sensor, receive glucose readings and alarm notifications in the application and was unable to reproduce the complaint. Therefore, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which a customer reported an issue with the adc application. The report contained the following information: [the adc device] stopped working with apple iphone 13 pro with ios 16.1.2." The customer indicated they received a replacement sensor and did not encounter any issues. Based on the information provided, there was no report of serious injury associated with this event.